Event description:
A 2.25 mm diameter x 18 mm length endeavor sprint rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an inferior om branch via a calcified ostial reverse s-bend in the proximal cx, which contained a previously deployed stent. It was confirmed that the circumflex was not pre-dilated. Additional information received from the physician confirmed that the stent became caught at the proximal end of a previously deployed stent and dislodged from the stent delivery system. The dislodged stent was located in the lms, where it was crushed against the lms wall with a 3 mm balloon. It appears that force was most likely applied in order to remove the delivery system from the vessel. Following review of the cine images provided, the difficulties encountered by the 2.25 mm diameter x 18 mm length stent are not evident. Images of a dislodged stent and its crushing within the lm are visible. It is the opinion of the physician that the problem was not the fault of the endeavor. The root cause of the dislodgement was related to the failure to deliver the stent through a previously deployed stent in the lcx that had not been pre-dilated, resulting in the stent security being impacted and the stent coming off the device as it was being withdrawn undeployed from the vessel. No additional clinical sequelae were reported.

Manufacturer narrative:
(Secondary intervention) - evaluation results: (passing stent through previously deployed stent, not pre-dilating), (previously deployed stent), (calcified ostial reverse s-bend), (stent dislodgement). Stent, not pre-dilating.